Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured between november 14-15, 2023. H11: the actual device and a photograph of the sample were provided for evaluation. The returned photograph was reviewed, and the reported condition was not easily identified in the photograph. A visual inspection was performed on the actual sample, and it was noted that there was a small pin hold size puncture hole or cut on the lower left side edge of the bag. Functional testing was performed, and a leak was observed on the lower left edge of the eva lay flat of the bag. The reported condition was verified. The cause of the reported condition could not be determined; however, the probable cause was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2000 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bag leaked at the corner, near the place where the bag hangs. The leak was discovered at the central mixing plant service. There was no patient involvement. No additional information is available.